Event description:
It was reported that during a meniscus repair procedure, t1 and t2 anchors deployed simultaneously. Both ts were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t1 and t2 anchors deployed simultaneously. Both ts were removed from the patient.¿ the device was returned with t1, t2 and suture absent. There is no obvious damage of the delivery needle. The depth limiter was found in place. Testing cycled and actuated the device as expected. No root cause related to the manufacture of the device was confirmed. Complaint occurrences are monitored via surveillance. Updated.